Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler was fired for the first time and would only fire 1/3 of the distance. Had to troubleshoot to unlock the jaws. Not all staples were formed. The second firing was completed with blue reload that is attached to the stapler being returned and not all staples were formed. He was able to fire another reload that was successful and the case was completed with no adverse patient outcome.

Manufacturer narrative:
Tracking number:(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Additional information was requested and the following was obtained: additional information requested: echelon straight/flex: what color cartridge was being used? Blue (included in the stapler being returned). What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Unknown. Is there any other additional information you would like to share about this device or procedure? Unknown. The analysis found that one device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.